Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt reported the infusion device switched into stop mode without an alert or error message. Pt reported changing the battery and the battery cover without success. Pt stated there are no health problems or issues with blood glucose level. No blood glucose levels were provided. Pt's normal blood glucose level was not provided. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.